Event description:
It was reported that bd ultra-fine¿ insulin syringes have a residue on some of them . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (30) loose 3/10cc, 8mm syringes. Customer states that the needles are bent and there is some kind of residue on some of them. All returned syringes were examined and 26 out of 30 samples exhibited a slightly bent cannula. Also, 2 samples exhibited hard, clear material in the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive. Samples were forwarded to manufacturing (holdrege) on 05-oct-2018 for further review of the adhesive runoff issue and further investigation of the bent cannula issue. On 09oct2018, holdrege received thirty (30) 0.3ml, 8mm syringes from an unreported batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. For the samples exhibiting the substance on the exterior of the cannula, this is most likely adhesive (epoxy). Per ftir analysis completed at franklin lakes, this was corroborated as most likely to be adhesive. During the cannulation process on the needle lines, it is possible for the adhesive to make its way onto a component of the equipment, specifically the rubber o-ring. The o-ring functions to exercise the cannula within the hub well to distribute the adhesive evenly for proper curing. When adhesive is inadvertently found on the o-ring, this action can be accompanied by adhesive being applied to the exterior of the cannula. This defect type can go undetected through the manufacturing process and make it to the end-user. For samples noted to have bent cannula, the majority of the samples had only scant bend to the cannula itself, which may represent only a cosmetic defect at this time. Samples were taken into the metrology lab within the holdrege plant and the most severely bent cannula was checked against a calibrated comparator. Findings noted during this evaluation were found to be within specification at this time. A small window of slight bending is built into the tolerances for the manufacturing process and the samples with bent cannula do not violate this requirement at this time. Unable to perform DHR check for needles bent and foreign matter on needle due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for needles bent and foreign matter on needle due to unknown lot number. CAPA 91661 was initiated by the holdrege plant to address adhesive runover. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula, bent needle). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringes have a residue on some of them . There was no report of exposure, serious injury or medical intervention.